Event description:
The homecare provider (hcp) reported the following info: (1) a 590 concentrator was involved in a house fire. (2) black soot is present on the 590 but it still operates, even the alarm. (3) there is fire damage to the cannula tubing, adapter, and concentrator tubing. (4) the carpet is also damaged. (5) no injury occurred. (6) the pt is a known smoker.